Event description:
It was reported that the patient experienced five infusion set site issues between 11 mar 2026 and 17 mar 2026 including one event of high blood glucose treated with a correction bolus via pump.

Manufacturer narrative:
MDR 3003442380-2026-82640 / initial 1 of 5. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.